Event description:
Following right knee surgery, a deroyal brand foam wrap with cold packs was applied to the patient's right knee to prevent swelling. As a result, the patient suffered a frostbite injury requiring plastics consultation.